Event description:
Baxter received a report that a pt experienced a leak in an extended life transfer set after 30 days of use. Although prophylactic antibiotics were administered (1g of vancomycin intrapertioneal), there was no pt injury or further medical intervention necessary according to the affiliate.